Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. No complications were reported since the time of implant. The current vessel morphology was reported as disease progression with the aortic neck conical in shape from 22 mm in diameter to 28 mm in diameter. During a routine follow-up six years after implant, it was discovered that the stent graft had migrated to approximately 2.5 cm distal to the lowest renal artery. A proximal type I endoleak was noted. The physician implanted an endurant ii aortic cuff proximal to the bifurcated stent graft, which resolved the migration and proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.